Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 542mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the motor anomaly. The pump was received with a cracked case at the display window corners, a broken belt clip slot, a corroded battery tube and minor scratches on the lcd window.